Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Additional observations noted during device analysis were creases and non penetrating nicks. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Continued e1 -(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". This record is for left side. Device was expalnted and replaced with another manufacturer¿s device.